Event description:
The ventilator was being used on a pt who had moderately-severe ards. She required the pressure control mode of ventilation with peak inspiratory pressures of 43 cm water, a rr of 22 bpm, peep 8 cm water, and oxygen saturation 1.0. The expiratory pause hold knob was activated and released and the ventilator stopped cycling and did not resume ventilating the pt. The pt did decompensate briefly until she could be manually ventilated by the respiratory therapist.